Event description:
It was reported that boston scientific representative contacted technical services (ts) during a generator change procedure to inquire whether the right ventricular (rv) lead should be revised, due to a gradual rise in shock impedance over the past year. A test shock and a commanded low-energy shock were performed. Ts confirmed that the shock impedance for the commanded shock can be found in the logbook. Ts reviewed the data in latitude and confirmed a consistent upward trend in shock impedance. Ts advised that the impedance is likely to continue rising and recommended considering rv lead revision. This remains in services. No adverse patient effects were reported. Information from the field indicated that the system would continue to be monitored.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that boston scientific representative contacted technical services (ts) during a generator change procedure to inquire whether the right ventricular (rv) lead should be revised, due to a gradual rise in shock impedance over the past year. A test shock and a commanded low-energy shock were performed. Ts confirmed that the shock impedance for the commanded shock can be found in the logbook. Ts reviewed the data in latitude and confirmed a consistent upward trend in shock impedance. Ts advised that the impedance is likely to continue rising and recommended considering rv lead revision. This remains in services. No adverse patient effects were reported. Information from the field indicated that the system would continue to be monitored.